Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 smartphone operating system: bp2a.250605.031.a3.s911usqs6eyl1 smartphone hardware: sm-s911u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. Pod was not worn. A new pod was placed and activated. No blood glucose levels were reported.

Manufacturer narrative:
The pod arrived not deployed in pod state 15 with 45 pulses delivered, completing only first prime. No timeouts or drive stalls were observed in the data. Because the pod was deactivated before second prime could begin, the pod did not deploy as expected. No problems were found to contribute to the reported needle mechanism failure. The pod was observed to be functioning as intended.